Event description:
It was reported that the patient was having generator replacement surgery and the surgeon had connected the new generator to the existing leads. Per reporter, they performed diagnostics inside and outside the pocket and everything was within normal limits. The surgeon elected to program the patient on to 2 ma, and when he did they received a warning twice saying that the generator may not be delivering the intended current. Diagnostics were performed again and were within normal limits and no warning message appeared. Surgeon was satisfied that the device is functioning properly and the surgery was completed. Basic programming history was reviewed by manufacturer, but no cause for the warning message could be determined. Attempts for further information have been unsuccessful to date.